Manufacturer narrative:
The surgical issue questionnaire was reviewed for potential causes of the reported issue. Based on this review, implanting the device at an off-label location and implanting a damaged stimulator have been ruled out as potential causes. However, the questionnaire shows the implanting clinician did not create a subcutaneous receiver pocket, tie knots, coil the receiver, suture, and knot around the coil. Additionally, the patient reported bending/twisting during initial recovery period post implant and had keloid scarring at the incision sites. The stimulator is used to treat pain. The cause of the discomfort is due to keloid scarring and migration. However, the cause of the migration is due to inadequate fixation as the implanting clinician did not create a subcutaneous receiver pocket, tie knots, coil the receiver, suture, and knot around the coil (user error - clinician). Rates reviewed at the most recent complaint trending meeting do not indicate a significant increase in surgical issues. Surgical issue rates remain acceptably low; thus, CAPA is not required. Surgical issue rates will continue to be tracked and trended.

Event description:
Patient reported pulling sensations and discomfort at the implant site. Additionally, migration of the medial cluneal lead was confirmed via x-ray. However, the superior cluneal lead was in the correct location. An explant procedure was performed on (B)(6) 2022 and no further issues have been reported.